Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during initial drain of automated peritoneal dialysis (apd) therapy when the patient noticed that fluid leaked out of the cassette inside the door. Renal therapy services (rts) assisted the patient with ending therapy and opening the door to remove the cassette. The patient did not see any defects, rips or tears on the cassette. They did not use any sharp objects to open the cassette package. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.